Manufacturer narrative:
The product involved in the report has been returned and is being processed for evaluation. The device history record for lot m18323t403 was reviewed and the product was produced according to product specifications. All information reasonably known as of 21 jun 2019 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
Avanos medical inc. Received a single report that referenced three different incidences, which were associated with separate units, involving three different patients. This is the second of three reports. Refer to 8030647-2019-00059 for the first report, refer to 8030647-2019-00061 for the third report . It was reported that "catheters came off thumb valves." Additional information received on 05-jun-2019 indicates "the corn adaptor was not detached from the catheter. It was found before suctioning."

Manufacturer narrative:
One used sample was returned for evaluation. The sample was received with the bushing detached from the cone adapter. The catheter tubing remained attached to the bushing. The components were viewed under uv light and there was little to no evidence of adhesive found. The complaint is confirmed as reported. The root cause was determined to be manufacturing related. All information reasonably known as of 13 aug 2019 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.